Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited impedances from 300 - 2500 ohms. Possible lead fracture was noted.